Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-07112. It was reported the patient experienced ineffective stimulation due to inability to increase amplitude. System diagnostic revealed high impedances on the lead. As a result surgical intervention may take place later to address the issue. It was unknown which lead was displaying high impedances. In turn, reporting both leads.